Event description:
I started having excruciating hip pain, back pain, inflammation, severe allergies, digestive issues, food intolerances, insomnia, brain fog, memory loss, breast pain, change in menstrual periods, uterine fibroids, rashes on chest and breasts, palpitations, panic attacks, chronic fatigue, joint pain / muscle pain. These symptoms increased in severity with time and most have now resolved or improved since explanting mcghan textured implants inserted in 2001. Told they were for life by my plastic surgeon, explanted in 2019. FDA safety report ID# (B)(4).